Event description:
Cho et al. Reported a case where guidewire was successfully inserted above the anastomotic site, subsequent procedures such as balloon dilatation and plastic stent (cotton-leung biliary stent; cook medical, bloomington, ind, USA) insertion were performed. Prophylactic antibiotics were administered before ercp in all patients as per the american society for gastrointestinal endoscopy recommendation.19 however, indomethacin was not administered by any route to prevent post-ercp pancreatitis because it is not available in korea. Early stent migration within 1 month occurred in 2 patients (5.4%), neither of whom required reintervention. This complaint was opened to capture the stent migration. This prospective study included 40 ldlt patients undergoing ercp with soc (spyglass ds ii; boston scientific corp, natick, mass, USA) to treat abss when guidewire placement across the abs was difficult during conventional ercp (cannulation time >10 minutes) between october 2021 and may 2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.